Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information.

Event description:
Related manufacturer reference number: 1627487-2022-04769. It was reported the patient¿s ipg was explanted. During the surgery the physician cut the leads and partial remains implanted. Date and reason for surgery is unknown. Surgical intervention my take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgery took place on (B)(6) 2022 wherein a new system was implanted. The partial lead remains implanted.